Manufacturer narrative:
The everest inflation device was connected to the balloon via a stopcock. After replacement, there was no issue with using the balloon, with the replacement indeflator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: as received the gauge needle was at 0atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage to the gauge housing. During functionality testing the device aspirated water with the needle failing to move to vacuum (red in the dial). The device was pressurized while turning the knob one full turn, the needle moved steadily to 30atm while pressurizing the device. The device remained at maximum pressure with no issues. During depressurization the needle remained stuck at 2atm. The gauge was removed from the syringe body, the bore filter appeared clean during inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an everest inflation device during a procedure. No damage was noted to packaging. The device was removed from packaging per IFU and inspected with no issues noted. The device was prepped per IFU. The everest was being used to inflate a balloon catheter. The event occurred when the mating device was in the patient. It is reported that although the balloon was inflated gradually, the needle on the gauge stopped at around 3 atms and then suddenly moved up to 10 atms. Due to the abnormal needle movements, the actual atm was unknown. On the second attempt and later, the device seemed to be working properly. The physician did not continue to use the device due to feeling it was unsafe, and replaced it with a new medtronic device. There was no injury to the patient.

Manufacturer narrative:
Additional functional testing: the gauge was tested for accuracy and found to have no pointer travel until the input pressure reached 440 psi (30 atm) then the pointer began to travel to full scale. The gauge was within tolerance at 30 atm. The returned gauge was disassembled to inspect the internal components for damage. There was no damage observed to the internal components. During in inspection of the gauge process media was observed to be slowly escaping from the filter. The process connection was removed from the gauge and an accuracy test was performed. The gauge was found to be within the specified tolerance. There was no pointer hesitation observed during the pressurization or depressurization of the gauge. The process connection was sectioned to inspect the inner surface of filter. Yellow contamination was observed on the inner surface of the filter. The gauge was in contrast media for an extended period of time which led to the clogging of the filter. If information is provided in the future, a supplemental report will be issued.